Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Perform the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.2nd sensor performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose value was 130mg/dl. The customer stated that the cannula was bent and he cannot push the sensor back in. The product was returned for analysis.